Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis was not able to confirm the customer reported failure mode. The instrument was placed on a in-house system and the self test passed. The instrument delivered energy and cut test was successful. The grip force test was performed and all results passed at straight 5.50, pitch 5.60, and yaw 6.0. The jaw gap test also passed. Based on the information provided, this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that the vessel sealer instrument stopped sealing. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer instrument stopped working. There was no report of fragments falling inside the patient. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported. Intuitive surgical, inc. (Isi) contacted the site and spoke to the customer who provided the following additional information: the da vinci coordinator stated the vessel sealer was working fine, but then it stopped sealing. There were no error codes or messages indicating the instrument was not sealing. The surgeon was sealing vessels around the colon and noticed he was not seeing any thermal effect on the patient¿s tissue (smoke). She doesn¿t believe the patient had undergone any pre-surgical chemotherapy or radiation treatments. The vessel sealer instrument did not encounter any staples or clips during the sealing cycle. The customer used another vessel sealer instrument to complete the procedure and there was no injury to the patient. There was no video recording done for this procedure.